Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that during shoulder arthroscopy there was no pressure build-up with the default settings on the crossflow pump and a daily cassette in inflow-outflow mode. The tubing systems were replaced. Initially set to the same batch, but no change in the situation. Only by increasing the pressure (70 mmhg+) and the flow (high) could the procedure be continued.